Event description:
The first exposure sounded successful, but screen was black. Adjusting the collimator and roi allowed image to be seen, but it was subpar as if under penetrated. Subsequent image was successful. No reboot or restart required.